Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: soreness and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with 400cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2016. The patient reported that her left-sided implant felt "jiggly" and sore. The diagnosis of left-sided deflation was confirmed after a mammogram on (B)(6) 2020. As a result, the patient's impacted device was explanted on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient underwent bilateral explantation and replaced with 400cc mentor smooth round moderate plus profile saline breast implants (catalog number 3502400, left-sided serial number (B)(6), right-sided serial number (B)(6)). On april 8, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device no apparent damage could be observed. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).